Event description:
No new information.

Manufacturer narrative:
Further information was not provided. The device was not returned or available for evaluation.

Event description:
It was reported that the blanket was wet while in cooling mode. It was further reported that upon examination of cooling blanket, a leak was found. No adverse consequence or clinically relevant delay in treatment was reported.